Event description:
The lens box containing a cc4204a single piece collamer lens with aspheric, was returned with the comment "explanted". A note on the (B)(4) states "plunger overrode the lens". Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4): evaluation method - lens work order search.results: a lens work order search revealed no similar complaints found within the work order.(B)(4).